Event description:
The customer reported that the dimension exl 200 instrument continued its normal operation when the reagent lid was opened. The customer verified that there was no injury nor adverse health consequences due to this event. This MDR is being filed in an abundance of caution.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and indicated that the dimension exl 200 instrument continued its normal operations after the reagent lid was opened. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, siemens determined that the instrument did not trigger a "[292] reagent lid open: reagent lid open detected during initialize or processing" process error when the instrument was processing. The process error was triggered when the instrument was initializing. In a subsequent visit, the cse replaced the lid switch assembly on the instrument. Upon successfully replacing the reagent lid switch assembly, the cse verified electrical and mechanical operations were as intended. The reagent lid switch malfunction, due to normal wear, potentially contributed to the instrument not producing a process error when the reagent lid was opened. The instrument is performing according to specifications. No further evaluation of this device is required.